Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:. During investigation, the basal history for (B)(4) 2018 appeared to be inaccurate due a replace cartridge alarm. The last basal delivery was on (B)(4) 2018. The last bolus delivery was a 4.05u normal bolus on (B)(4) 2018. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s or por¿s occurred during testing. There were no hypersensitive or stuck keys were observed on the keypad. Unable to duplicate a basal history recording defect during testing. Display screen has a pinkish contrast.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of 589 mg/dl accompanied by symptoms of vomiting and extreme drowsiness. The patient did not allege any ketone bodies were present, or any medical intervention was required. Reportedly, the patient alleged the pump was delivering the programmed basal rates inaccurately. Troubleshooting confirmed that the basal history did not match the active basal program with no found explanation. This complaint is being reported because the inaccurate basal delivery issue may have caused or contributed to the alleged hyperglycemic event.